Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was unable to charge and was having difficulty communicating with the remote control (rc). It was noted that the patient had a non-device related procedure wherein a defibrillator was used which could potentially damage the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Correction to the initial MDR, date received by manufacturer should have been 02/24/2016.

Event description:
A report was received that the ipg was unable to charge and was having difficulty communicating with the remote control (rc). It was noted that the patient had a non-device related procedure wherein a defibrillator was used which could potentially damage the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well. It was confirmed that a cardiac defibrillator was used during the patient¿s previous hospitalization. The explanted ipg was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg was unable to charge and was having difficulty communicating with the remote control (rc). It was noted that the patient had a non-device related procedure wherein a defibrillator was used which could potentially damage the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.